Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the health professional used a cook endoscopy fusion ide-tome sphincterotome. Initially, the cutting wire of the sphincterotome cut and burned appropriately when electrosurgical power was applied. However, the cutting wire stopped cutting and only burned. Another sphincterotome and electrosurgical unit were used to complete the procedure. The initial reporter indicated the problem is probably with the electrosurgical unit, but they are not sure. No harm to the pt occurred. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the pt and operator. Fulguration and burns are listed in the instructions for use as possible adverse effects. Clinical personnel reviewed this info and indicated that in order to perform a sphincterotomy, a sphincterotome cuts and burns by use of the power provided by the electrosurgical unit (i.e. An application of cautery from the electrosurgical unit through the sphincterotome). The clinical personnel concluded that cutting and burning are expected outcomes of sphincterotomy. The condition in which the sphincterotome is used to safely create the desired cut and burn are under the direct control of the user. The instructions for use caution the user to follow the recommendations provided by the electrosurgical unit MFR to ensure pt safety through proper placement and utilization of a pt return electrode. The user is instructed to ensure a proper path from the pt return electrode to the electrosurgical unit is maintained throughout the procedure. Prior to distribution, all cook endoscopy fusion ide-tome sphincterotomes are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of the ohm meter is used to verify continuity between the cutting wire and electrical pin. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.